Event description:
It was reported that during use on a patient (age & gender unknown), the device's "low source gas" led light was illuminated. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.